Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between march 20-25, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the fill port. This was observed during the filling process. The device contained fluorouracil and saline. The caps were secured on the fill port and blue winged luer connector. There was no patient involvement. No additional information is available.